Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Competitor cement was used. It was reported that the tibia subsided. Original surgery was 9-10 years ago. The size 4 cemented primary mbt tray and 5x10 rp ps poly were taken out. There is no implant record for lot numbers. Mbt revision tray, 29 sleeve and a 75x14 universal fluted stem were implanted. Doi: 9-10 years ago. Dor: (B)(6) 2021. (Unknown side).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.